Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), intestinal perforation ('perforation of intestines') and abdominal hernia ('epigastric hernia') in a 43-year-old female patient who had essure (batch no. 717623-invalid) inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mastalgia (mammogram normal) on (B)(6) 2010, uterine myomatosis on (B)(6) 2008, prolapsed lumbar disc in 2007, hypogastric pain in 2007, urinary tract infection (pain, itching, urge, leukorrhea) in 2007, abdominal distension in 2007, vaginal candidiasis in 2007, arthromyalgia in 2006, back pain in 2005, tendon rupture (shoulder tendonitis of left supraspinatus tendon. Partial rupture of left supraspinatus tendon. Cortical irregularities) in 2005, tendonitis (left supraspinatus tendon) in 2005, cigarette smoker (1.2 packages per day) in 2004, hearing loss in 2004, obesity in 2004, varicose veins of lower extremities in 2002, seborrheic eczema in 2002, hidradenitis in 2000, urinary incontinence (surgery) in 2000, papule (small, inguinal area) in 1998, fibroids in 1991, vulvovaginal condyloma in 1991, cervicalgia (irradiated to dorsal spine for about 18 years, increased in intensity due to blow to interscapular level) in 1977, allergic reaction to analgesics (hearing loss), parity 2 (no c-sections), abdominal pain (1 year), polypectomy (cervical polyp), fall (up to 3-4 times per week from her youth, always due to stress or overwhelm, sees as a white cloud and falls, compatible with panic attacks or anxiety attacks), drug allergy (muscle relaxants) and hyperhidrosis (since youth). Previously administered products included for an unreported indication: canesten in 2007, oral contraceptives, depo-progevera and copper iud. Concurrent conditions included alopecia areata since 1996. Family history included myocardial infarction (mother). Concomitant products included mirabegron (betmiga) for urinary incontinence. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced sciatica ("lumbo-sciatica") and complication of device insertion ("complication of essure insertion"). On (B)(6) 2012, the patient experienced abdominal hernia (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced anxiety ("anxiety"). On (B)(6) 2013, the patient experienced sleep apnoea syndrome ("sleep apnea"). On (B)(6) 2013, the patient experienced psoriasis ("psoriasis without arthropathy"). On (B)(6) 2016, the patient experienced uterine polyp ("15 mm endometrial polyp"). On (B)(6) 2016, the patient experienced fibromyalgia ("fibromyalgia"). On (B)(6) 2017, the patient experienced hypercholesterolaemia ("hypercholesterolemia") and pneumonia ("morton's pneumonia"). On (B)(6) 2017, the patient experienced diarrhoea ("diarrhea"). On (B)(6) 2017, the patient experienced nausea ("nausea"). On (B)(6) 2017, the patient experienced intervertebral disc protrusion ("cervical disc protrusion"). On (B)(6) 2018, the patient experienced meniscus injury ("knee tumor/meniscopathy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), intestinal perforation (seriousness criterion medically significant), genital haemorrhage ("excessive bleeding"), allergy to metals ("allergy to nickel sulfate"), abdominal pain ("worsening of belly, abdominal pain"), abdominal distension ("bloating, diffuse abdominal distension"), headache ("headaches"), swelling ("swelling"), fatigue ("excessive tiredness"), obesity ("second-degree obesity"), myalgia ("muscle aches"), dry mouth ("dry mouth"), dry eye ("dry eyes"), multiple allergies ("allergies (including ethylenediamine, vanadium, cobalt chroride, amoxicillin, clarithromycin, metronidazole, esomeprazole"), depression ("depression"), memory impairment ("many episodes of memory loss"), tooth loss ("loss of teeth"), tooth fracture ("loss of dental pieces"), abdominal pain upper ("worsening of the stomach, stomach pain") and dermatitis contact ("contact dermatitis due to sensitization against vanadium chloride 1%, nickel sulfate and cobalt chroride"). The patient was hospitalized from (B)(6) 2018. The patient was treated with betamethasone dipropionate (diproderm), cefazolin, ciclopirox, dexketoprofen trometamol (enantyum), metamizole magnesium (nolotil), omeprazole, paracetamol, paroxetine and surgery (epigastric mesh herniorrhaphy (B)(6) 2013, hysteroscopic polypectomy on (B)(6) 2018 and laparoscopic bilateral salpingectomy for essure removal on (B)(6) 2018). Essure was removed on (B)(6) 2018. On (B)(6) 2018, the uterine polyp had resolved. At the time of the report, the pelvic pain, abdominal pain, obesity, dry eye, anxiety, depression, tooth loss and abdominal pain upper had not resolved and the intestinal perforation, genital haemorrhage, allergy to metals, abdominal distension, headache, swelling, abdominal hernia, fibromyalgia, fatigue, myalgia, sciatica, dry mouth, psoriasis, sleep apnoea syndrome, multiple allergies, memory impairment, tooth fracture, diarrhoea, complication of device insertion, dermatitis contact, nausea, hypercholesterolaemia, pneumonia, intervertebral disc protrusion and meniscus injury outcome was unknown. The reporter considered abdominal distension, abdominal hernia, abdominal pain, abdominal pain upper, allergy to metals, anxiety, complication of device insertion, depression, dermatitis contact, diarrhoea, dry eye, dry mouth, fatigue, fibromyalgia, genital haemorrhage, headache, hypercholesterolaemia, intervertebral disc protrusion, intestinal perforation, memory impairment, meniscus injury, multiple allergies, myalgia, nausea, obesity, pelvic pain, pneumonia, psoriasis, sciatica, sleep apnoea syndrome, swelling, tooth fracture, tooth loss and uterine polyp to be related to essure. The reporter commented: plaintiff underwent essure implantation surgery without anesthesia and, during the procedure, she suffered a lumbo-sciatica. Despite suffering from these complications, she was discharged on same day (B)(6) 2010. As a result of the intervention and the lumbosciatica that was a direct consequence of the intervention, she was granted a 3-month temporary disability. As a result of the essure devices insertion, the patient started suffering various symptoms. Currently, despite having undergone surgery to remove the essure devices, she continued to suffer from pelvic pain, depression, anxiety, many memory losses, worsening of the stomach and belly, second-degree obesity, pelvic pain, abdominal pain, pain in the stomach and diarrhea, dry eyes and loss of teeth. According to the report of the rheumatology service of (B)(6) 2018, the patient presents generalized polyarthromyalgia of several years of evolution (more than 10-20 years) and that relates worsening of pain with physical work activity and emotional stress. According to the endocrinology and nutrition report of (B)(6) 2019 / reason for consultation "obesity", the patient reports that she ingests large amounts of dishes. In the (B)(6) 2018 pneumology report, it is established that the patient continues to be a persistent smoker (despite previous recommendations) and the diagnosis of mild sleep apnea-hypoapnea syndrome is made in a patient with active smoking. As per medical records of (B)(6) 2017, epigastric hernia resolved with mesh in (B)(6) 2017 after intestinal perforation, however no clinical details on the perforation were reported. Patient asked if her problems could be due to essure. Physician informed her of the relationship between essure and chronic pelvic pain, the rest was not confirmed. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2018: allergy to nickel sulfate, ethylenediamine dihydrochloride, vanadium chloride, and contact dermatitis due to sensitization against vanadium chloride 1%, nickel sulfate and cobalt chloride. Blood pressure measurement (mmhg) - on (B)(6) 2017: 127/71. C-reactive protein (0.0 - 5.0 mg/l) - on (B)(6) 2017: 14.9 mg/l; on (B)(6) 2017: 11.70 mg/l. Cardiac monitoring - on (B)(6) 2014: diagnosis: mild degree sleep apnea-hypoapnea syndrome. Colonoscopy - on (B)(6) 2016: cutaneous fibroids. Rectal ampoule without masses or stenosis. Diagnosis: mixed hemorrhoids. Computerised tomogram - on (B)(6) 2018: abdominal pain worsened after gynecoloical surgery; post-surgical changes are observed in the subcutaneous cell tissue of the epigastric region in the midline to be correlated with patient's history. Mild abdominal eventration is observed in the anterior abdominal wall in the umbilical and supraumbilical region without other alterations. Diffuse decrease in attenuation of the hepatic parenchyma compatible with steatosis is observed with areas of preserved parenchyma of perivesicular location. Comment: on examination the patient reported abdominal pain, referred colitis. No surgical pathology was observed; on (B)(6) 2019: diagnosis of slight abdominal eventration in the supra and infra-umbilical region, with no remains of the essure devices observed. Cytology - on (B)(6) 2016: gynecological cytology: negative cytology for intraepithelial injury or malignancy. Reactive cellular changes associated with inflammation / repair. Helicobacter test - on (B)(6) 2018: positive. Investigation - on (B)(6) 2010: pain on palpation in dorsolumbar spines. Pain on palpation in the right sacroiliac. Limited mobility due to flexion-extension pain, lateral flexion and trunk rotation. Contracted right paravertebral muscle mass. Diagnosis: acute low back pain; on (B)(6) 2012: abdominal pain, bloating awaiting epigastric hernia surgery: globular, soft, depressible abdomen, painful on superficial and deep palpation. Great voluntary defense, especially in both paraumbilical and epigastric regions. Mobile mass of about 6 cm in diameter palpated in supraumbilical-epigastric region. Voluntary discharge without diagnosis; on (B)(6) 2013: pneumology report: snoring with pauses of apnea. Magnetic resonance imaging - on (B)(6) 2017: left shoulder: a small subchondral cystic lesion on lateral slope of humeral head, suggestive of small subchondral geode. Acromion with inferior compensation in coronal plane. Supraspinatus tendon shows slight alteration in intensity of intrasubstance signal, compatible with tendinosis. Infraspinatus tendon shows signs of moderate tendinosis without clear foci of rupture. Long portion of biceps presents minimal tendinosis in the intraarticular portion of it. Mild subacromial bursitis probably reactive. Conclusion: tendinosis of the supraspinatus tendon and of the infraspinatus tendon without signs of rupture. Mild. Subacromial bursitis. Rectification of physiological cervical lordosis. Small posterocentral disc bulges at c4-c5, c5-c6 and, to a lesser extent, c6-c7, which minimally obliterate the anterior subarachnoid space without actually contacting the medullary cord and without compromising the conjunction foramina. Conclusion: mild degenerative discopathy from c4 to c7 without significant foraminal involvement. Pathology test - on (B)(6) 2018: 1) left salpingectomy piece measuring 5.5 x 0.5 cm, essure device received in the same package. Partial inclusion. 2) right salpingectomy piece measuring 5 x 0.6 cm, essure device received in the same package. Partial inclusion. -microscopy: tubes without injury. 3) uterine cervix biopsy. Excision biopsy of the cervix (eg polyp): several tissue fragments, largest dimensions vary between 10 and 12 mm. Total inclusion. - microscopy: endometrial polyp (endocervical glands not recognized) 4) endometrial excision biopsy (eg polypectomy).fragment of brownish-colored tissue with a soft consistency received, measuring 1 cm in maximum diameter. Total inclusion. -microscopy: endometrial polyp. Ultrasound scan - on (B)(6) 2017: right shoulder: moderate thickening and impaired echogenicity of the supraspinatus tendon, with no findings of rupture or subacromial entrapment. Conclusion: tendinopathy of the right supraspinatus without signs of complication; on (B)(6) 2017: abdomen: liver of normal size and morphology, with diffuse and homogeneous increase in echogenicity (ultrasound sign of hepatic stenosis). Conclusion: hepatic steatosis.; on (B)(6) 2017: essure devices in the fallopian tubes. 16 mm subserosal fibroid in the uterine fundus. X-ray - on (B)(6) 2017: abdomen normal. Lot number 717623 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), intestinal perforation ('perforation of intestines') and abdominal hernia ('epigastric hernia') in a (B)(6) year-old female patient who had essure (batch no. 717623) inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mastalgia (mammogram normal) on (B)(6) 2010, uterine myomatosis on (B)(6) 2008, prolapsed lumbar disc in 2007, hypogastric pain in 2007, urinary tract infection (pain, itching, urge, leukorrhea) in 2007, abdominal distension in 2007, vaginal candidiasis in 2007, arthromyalgia in 2006, back pain in 2005, tendon rupture (shoulder tendonitis of left supraspinatus tendon. Partial rupture of left supraspinatus tendon. Cortical irregularities) in 2005, tendonitis (left supraspinatus tendon) in 2005, cigarette smoker (1.2 packages per day) in 2004, hearing loss in 2004, obesity in 2004, varicose veins of lower extremities in 2002, seborrheic eczema in 2002, hidradenitis in 2000, urinary incontinence (surgery) in 2000, papule (small, inguinal area) in 1998, fibroids in 1991, vulvovaginal condyloma in 1991, cervical pain (irradiated to dorsal spine for about 18 years, increased in intensity due to blow to interscapular level) in 1977, allergic reaction to analgesics (hearing loss), parity 2 (no c-sections), abdominal pain (1 year), polypectomy (cervical polyp), fall (up to 3-4 times per week from her youth, always due to stress or overwhelm, sees as a white cloud and falls, compatible with panic attacks or anxiety attacks), drug allergy (muscle relaxants) and hyperhidrosis (since youth). Previously administered products included for an unreported indication: canesten in 2007, oral contraceptives, depo-progevera and copper iud. Concurrent conditions included alopecia areata since 1996. Family history included myocardial infarction (mother). Concomitant products included mirabegron (betmiga) for urinary incontinence. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced sciatica ("lumbo-sciatica") and complication of device insertion ("complication of essure insertion"). On (B)(6) 2012, the patient experienced abdominal hernia (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced anxiety ("anxiety"). On (B)(6) 2013, the patient experienced sleep apnoea syndrome ("sleep apnea"). On (B)(6) , the patient experienced psoriasis ("psoriasis without arthropathy"). On (B)(6) 2016, the patient experienced uterine polyp ("15 mm endometrial polyp"). On (B)(6) 2016, the patient experienced fibromyalgia ("fibromyalgia"). On (B)(6) 2017, the patient experienced hypercholesterolaemia ("hypercholesterolemia") and pneumonia ("morton's pneumonia"). On (B)(6) 2017, the patient experienced diarrhoea ("diarrhea"). On (B)(6) 2017, the patient experienced nausea ("nausea"). On (B)(6) 2017, the patient experienced intervertebral disc protrusion ("cervical disc protrusion"). On (B)(6) 2018, the patient experienced meniscus injury ("knee tumor/meniscopathy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), intestinal perforation (seriousness criterion medically significant), genital haemorrhage ("excessive bleeding"), allergy to metals ("allergy to nickel sulfate"), abdominal pain ("worsening of belly, abdominal pain"), abdominal distension ("bloating, diffuse abdominal distension"), headache ("headaches"), swelling ("swelling"), fatigue ("excessive tiredness"), obesity ("second-degree obesity"), myalgia ("muscle aches"), dry mouth ("dry mouth"), dry eye ("dry eyes"), multiple allergies ("allergies (including ethylenediamine, vanadium, cobalt chroride, amoxicillin, clarithromycin, metronidazole, esomeprazole"), depression ("depression"), memory impairment ("many episodes of memory loss"), tooth loss ("loss of teeth"), tooth fracture ("loss of dental pieces"), abdominal pain upper ("worsening of the stomach, stomach pain") and dermatitis contact ("contact dermatitis due to sensitization against vanadium chloride 1%, nickel sulfate and cobalt chroride"). The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018. The patient was treated with betamethasone dipropionate (diproderm), cefazolin, ciclopirox, dexketoprofen trometamol (enantyum), metamizole magnesium (nolotil), omeprazole, paracetamol, paroxetine and surgery (epigastric mesh herniorrhaphy (B)(6) 2013, hysteroscopic polypectomy on (B)(6) 2018 and laparoscopic bilateral salpingectomy for essure removal on (B)(6) 2018). Essure was removed on (B)(6) 2018. On (B)(6) 2018, the uterine polyp had resolved. At the time of the report, the pelvic pain, abdominal pain, obesity, dry eye, anxiety, depression, tooth loss and abdominal pain upper had not resolved and the intestinal perforation, genital haemorrhage, allergy to metals, abdominal distension, headache, swelling, abdominal hernia, fibromyalgia, fatigue, myalgia, sciatica, dry mouth, psoriasis, sleep apnoea syndrome, multiple allergies, memory impairment, tooth fracture, diarrhoea, complication of device insertion, dermatitis contact, nausea, hypercholesterolaemia, pneumonia, intervertebral disc protrusion and meniscus injury outcome was unknown. The reporter considered abdominal distension, abdominal hernia, abdominal pain, abdominal pain upper, allergy to metals, anxiety, complication of device insertion, depression, dermatitis contact, diarrhoea, dry eye, dry mouth, fatigue, fibromyalgia, genital haemorrhage, headache, hypercholesterolaemia, intervertebral disc protrusion, intestinal perforation, memory impairment, meniscus injury, multiple allergies, myalgia, nausea, obesity, pelvic pain, pneumonia, psoriasis, sciatica, sleep apnoea syndrome, swelling, tooth fracture, tooth loss and uterine polyp to be related to essure. The reporter commented: plaintiff underwent essure implantation surgery without anesthesia and, during the procedure, she suffered a lumbo-sciatica. Despite suffering from these complications, she was discharged on same day (B)(6) 2010. As a result of the intervention and the lumbosciatica that was a direct consequence of the intervention, she was granted a 3-month temporary disability. As a result of the essure devices insertion, the patient started suffering various symptoms. Currently, despite having undergone surgery to remove the essure devices, she continued to suffer from pelvic pain, depression, anxiety, many memory losses, worsening of the stomach and belly, second-degree obesity, pelvic pain, abdominal pain, pain in the stomach and diarrhea, dry eyes and loss of teeth. According to the report of the rheumatology service of (B)(6) 2018, the patient presents generalized polyarthromyalgia of several years of evolution (more than 10-20 years) and that relates worsening of pain with physical work activity and emotional stress. According to the endocrinology and nutrition report of (B)(6) 2019 / reason for consultation "obesity", the patient reports that she ingests large amounts of dishes. In the (B)(6) 2018 pneumology report, it is established that the patient continues to be a persistent smoker (despite previous recommendations) and the diagnosis of mild sleep apnea-hypoapnea syndrome is made in a patient with active smoking. As per medical records of (B)(6) 2017, epigastric hernia resolved with mesh in (B)(6) 2017 after intestinal perforation, however no clinical details on the perforation were reported. Patient asked if her problems could be due to essure. Physician informed her of the relationship between essure and chronic pelvic pain, the rest was not confirmed. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2018: allergy to nickel sulfate, ethylenediamine dihydrochloride, vanadium chloride, and contact dermatitis due to sensitization against vanadium chloride 1%, nickel sulfate and cobalt chloride. Blood pressure measurement (mmhg) - on (B)(6) 2017: 127/71. C-reactive protein (0.0 - 5.0 mg/l) - on (B)(6) 2017: 14.9 mg/l; on (B)(6) 2017: 11.70 mg/l. Cardiac monitoring - on (B)(6) 2014: diagnosis: mild degree sleep apnea-hypoapnea syndrome. Colonoscopy - on (B)(6) 2016: cutaneous fibroids. Rectal ampoule without masses or stenosis. Diagnosis: mixed hemorrhoids. Computerised tomogram - on (B)(6) 2018: abdominal pain worsened after gynecoloical surgery; post-surgical changes are observed in the subcutaneous cell tissue of the epigastric region in the midline to be correlated with patient's history. Mild abdominal eventration is observed in the anterior abdominal wall in the umbilical and supraumbilical region without other alterations. Diffuse decrease in attenuation of the hepatic parenchyma compatible with steatosis is observed with areas of preserved parenchyma of perivesicular location. Comment: on examination the patient reported abdominal pain, referred colitis. No surgical pathology was observed; on (B)(6) 2019: diagnosis of slight abdominal eventration in the supra and infra-umbilical region, with no remains of the essure devices observed. Cytology - on (B)(6) 2016: gynecological cytology: negative cytology for intraepithelial injury or malignancy. Reactive cellular changes associated with inflammation / repair. Helicobacter test - on (B)(6) 2018: positive. Investigation - on (B)(6) 2010: pain on palpation in dorsolumbar spines. Pain on palpation in the right sacroiliac. Limited mobility due to flexion-extension pain, lateral flexion and trunk rotation. Contracted right paravertebral muscle mass. Diagnosis: acute low back pain; on (B)(6) 2012: abdominal pain, bloating awaiting epigastric hernia surgery: globular, soft, depressible abdomen, painful on superficial and deep palpation. Great voluntary defense, especially in both paraumbilical and epigastric regions. Mobile mass of about 6 cm in diameter palpated in supraumbilical-epigastric region. Voluntary discharge without diagnosis; on (B)(6) 2013: pneumology report: snoring with pauses of apnea. Magnetic resonance imaging - on (B)(6) 2017: left shoulder: a small subchondral cystic lesion on lateral slope of humeral head, suggestive of small subchondral geode. Acromion with inferior compensation in coronal plane. Supraspinatus tendon shows slight alteration in intensity of intrasubstance signal, compatible with tendinosis. Infraspinatus tendon shows signs of moderate tendinosis without clear foci of rupture. Long portion of biceps presents minimal tendinosis in the intraarticular portion of it. Mild subacromial bursitis probably reactive. Conclusion: tendinosis of the supraspinatus tendon and of the infraspinatus tendon without signs of rupture. Mild subacromial bursitis. Rectification of physiological cervical lordosis. Small posterocentral disc bulges at c4-c5, c5-c6 and, to a lesser extent, c6-c7, which minimally obliterate the anterior subarachnoid space without actually contacting the medullary cord and without compromising the conjunction foramina. Conclusion: mild degenerative discopathy from c4 to c7 without significant foraminal involvement. Pathology test - on (B)(6) 2018: left salpingectomy piece measuring 5.5 x 0.5 cm, essure device received in the same package. Partial inclusion. Right salpingectomy piece measuring 5 x 0.6 cm, essure device received in the same package. Partial inclusion. -microscopy: tubes without injury. Uterine cervix biopsy. Excision biopsy of the cervix (eg polyp): several tissue fragments, largest dimensions vary between 10 and 12 mm. Total inclusion. Microscopy: endometrial polyp (endocervical glands not recognized). Endometrial excision biopsy (eg polypectomy).fragment of brownish-colored tissue with a soft consistency received, measuring 1 cm in maximum diameter. Total inclusion. Microscopy: endometrial polyp. Ultrasound scan - on (B)(6) 2017: right shoulder: moderate thickening and impaired echogenicity of the supraspinatus tendon, with no findings of rupture or subacromial entrapment. Conclusion: tendinopathy of the right supraspinatus without signs of complication; on (B)(6) 2017: abdomen: liver of normal size and morphology, with diffuse and homogeneous increase in echogenicity (ultrasound sign of hepatic stenosis). Conclusion: hepatic steatosis.; on (B)(6) 2017: essure devices in the fallopian tubes. 16 mm subserosal fibroid in the uterine fundus. X-ray - on (B)(6) 2017: abdomen normal. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.